Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during interrogations. It was recommended that the programmer be returned but its current status is unknown. No patient complications have been reported as a result of this event.